Event description:
The customer contact reported an adverse event while the device was in use. The endotool glucose management system, v7.2.1825, was being used to manage the pt's blood glucose (bg) level. The target bg goal range was set to 80 - 110mg/dl. On (B)(6)2010 at 0302, the nurse started the pt on the endotool software and entered an initial bg measurement of 188mg/dl. Between (B)(6)2010 and (B)(6)2010, the pt's bg measurements ranged from 70 to 214mg/dl. On (B)(6)2010 at 0010, the pt's bg measurement was 84mg/dl. Endotool recommended 2.5 units/hr of regular insulin to be administered and to recheck the bg 30 minutes later. The nurse delivered the recommended dose. At 0043, the pt's bg measurement was 58mg/dl. Endotool recommended d50w 15ml to be given and to recheck the bg measurement 30 minutes later. The nurse administered the recommended dose and rechecked the bg measurement 32 minutes later. The bg measurement was 110mg/dl. Between (B)(6)2010 and (B)(6)2010, the pt's bg measurements ranged from 71 to 159mg/dl. On (B)(6)2010 at 0557, the pt's bg measurement was 114mg/dl. Endotool recommended 8.5units/hr of regular insulin to be administered and to recheck the bg measurement one hour later. The nurse delivered the recommended dose. At 0657, the pt's bg measurement was 66mg/dl. Endotool recommended d50w 15ml to be given and to recheck the bg 30 minutes later. The nurse administered the recommended dose and rechecked the bg measurement one hour and 10 minutes later. The bg measurement was 143mg/dl. Between (B)(6)2010 and (B)(6)2010, the pt's bg measurements ranged from 87 to 171mg/dl. On (B)(6)2010 at 0449, the pt's bg measurement was 87mg/dl. Endotool recommended 3units/hr of regular insulin to be administered and to recheck the bg measurement one hour later. The nurse delivered the recommended dose. At 0511, the pt's bg measurement was 68mg/dl. Endotool recommended d50w 15ml to be given and to recheck the bg 30 minutes later. The nurse administered the medication and rechecked the bg measurement 27 minutes later. The bg measurement was 78mg/dl. Between (B)(6)2010 and (B)(6)2010, the pt's bg measurements ranged from 78 to 155mg/dl. On (B)(6)2010 at 0103, the pt's bg measurement was 104mg/dl. Endotool recommended 3 units/hr of regular insulin to be administered and to recheck the bg measurement one hour later. The nurse delivered the recommended dose. At 0303, the pt's bg measurement was 53mg/dl. Endotool recommended d50w 15ml to be given and to recheck the bg 30 minutes later. The nurse administered the medication and rechecked the bg measurement 35 minutes later. The bg measurement was 78mg/dl. Between (B)(6)2010 and (B)(6)2010, the pt's bg measurements ranged from 78 to 161mg/dl. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).